Event description:
It was reported that when attempting to perform pyelography, the doctor inserted the ureteral catheter using a cystoscope and without using a guide wire. After injecting contrast media and upon removal of the catheter, the doctor found the catheter tip had come off and had remained in the patient's ureter. The patient will return to the hospital in six days for removal of tip.